Event description:
Report received from (B)(6) states: "vitrectomy cutter failed out of the box, in cutting vitreous. The impact on the pt was minimal and the cutter failure had no significant impact on the pt in this case. The surgery was completed by opening a second procedure pack."